Manufacturer narrative:
The device was evaluated onsite by a field service technician. The technician confirmed the reported problem and assigned the cause to 2 endoscopes, models cf-h190i and bf-1th190, due to water entering the supply connector, flooding the endoscopes with water. To resolve the problem, the endoscopes were opened to allow drying. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a "b30" error occurred when using olympus, model series 190 endoscopes with the olympus, model clv-190, evis exera iii xenon light source. There was no patient injury, associated with the problem, reported to olympus. This is report #2 of 2 due to multiple events reported. Reference report patient identifier #(B)(6) for additional report.

Manufacturer narrative:
The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 6 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. However, based on the evaluation from the field service technician, it is presumed that the communication failure occurred due to wet contacts caused by water leakage from the supply connector. The cause of the water leakage could not be determined. Olympus will continue to monitor field performance for this device.